Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2017. The customer was hospitalized on (B)(6) 2017. The cause of death was necrotizing fasciitis, which was being wrongly treated as a (B)(6) infection. At the time of death, the customer's blood glucose was 115 mg/dl and was 500 mg/dl when customer arrived at the emergency room due to the infection. The customer was not wearing the insulin pump at the time of death; it had been disconnected 06 days prior to death due to being treated with manual injection. The customer was not using sensors. The caller stated that the customer had kidney failure, heart disease, infections, and a stroke in 1993. The caller agreed in returning the insulin pump.

Manufacturer narrative:
The insulin pump was received with (B)(6) alkaline battery installed. The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the displacement accuracy test. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: on (B)(6) 2017 daily insulin total = 11.700 u; (B)(6) 2017 at 05:50:08 pump suspended; (B)(6) 2017 daily insulin total = 0.000 u.